Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer became aware that a user of the rep dreamstation auto CPAP had states white particles in the filter and patient experience snoring.   The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
In this report (device) problem code grid, patient outcome code grid has been updated/corrected.